Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh erosion, urinary tract infections, vaginitis, vulvovaginitis, abdominal pain, dysuria, stress urinary incontinence and bladder calculi on the eroded mesh. An excision of the mesh from bladder and vagina and a complex cystorrhaphy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.